Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted a needle tip was not captured by a cuff. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The perclose proglide instructions for use state under "special pt populations, the safety and effectiveness have not been established, in pt populations: pts with femoral artery calcium which is fluoroscopically visible at the access site." The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.